Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer was in intensive care unit on (B)(6) 2017 due to high blood glucose of 1329mg/dl and diabetic ketoacidosis. Customer¿s current blood glucose was 434mg/dl. Customer¿s daughter states that insulin pump was not delivering insulin pump. Customer reports insulin exited at the quick release. Nurse was unsure that customer was wearing insulin at time of hospitalization. Customer performed displacement test, high pressure test and passed the tests. Customer found couple small bubble which was 4 areas of air in the tubing length. Insulin pump will not be return for analysis.